Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign object inside biopsy channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the most probable cause of the complaint due to component failure expected or random component failure without any design or manufacturing issue. Due to blockage identified problems that occurred due to an obstruction or blockage. In addition, the following reportable malfunctions were identified during the device evaluation: light guide (lg) lens peeling glue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.